Manufacturer narrative:
The device was returned in 2 sections as the shaft had been cut at 505mm distal to the proximal end of the proximal handle as outlined in the complaint reported. A visual examination of the returned device found that the stent was partially deployed by 75mm. The shaft was severely kinked proximal to the mounted stent. No other issues were noted with the profile of the device. Due to the condition of the returned device, it was not possible to reconstrain the stent. The inner was withdrawn from the distal end of the outer sheath and the stent was fully deployed. The inner lumen was kinked proximal to the reconstrainment band. No issues were noted with the reconstrainment band itself. The blue section of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. Ptfe was also noted at the end that had been cut by the physician. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture in the left flexure. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician deployed the stent approximately 50% when the stent could no longer be released. The physician was unable to reconstrain the stent. The physician removed the partially deployed stent and the scope together from the patient. After removal, the physician cut the delivery system to get it out of the scope. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture in the left flexure. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician deployed the stent approximately 50% when the stent could no longer be released. The physician was unable to reconstrain the stent. The physician removed the partially deployed stent and the scope together from the patient. After removal, the physician cut the delivery system to get it out of the scope. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.